Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on (B)(6) 2015 to report that the receiver displayed a firmware error on (B)(6) 2015. The patient did not report injury or medical intervention. No additional patient or event information is available.